Event description:
Reportedly, during pt use, it was found that the circuit tube that connected the ventilator to the pt had become disconnected. There was only a visual alarm but no audible alarm. The pt was ambu bagged before being transferred to another ventilator. There were no reported adverse pt effects.

Manufacturer narrative:
(B)(4).